Event description:
It was reported that vessel trauma occurred. Using the ipsilateral progressive approach, the first 1.6 mm jetstream catheter was placed to treat lower extremity arterial disease (lead) in the 90% stenosed, moderately tortuous and severely calcified target lesion located in the distal superficial femoral artery (sfa). Then, the second 2.1 mm jetstream xc catheter replaced the first 1.6 mm jetstream catheter. When increasing the size to the second 2.1 mm jetstream xc catheter, vessel perforation occurred, and an attempt was made to stop the bleeding using a non-bsc balloon. The balloon was exchanged for a non-bsc stent which was successful in stopping the bleeding. There were no further patient complications as a result of this event.